Event description:
It was reported that during a laparoscopic gastric band revision to a gastric bypass procedure, the ancillary trocar was difficult to insert into the anvil on the device. It had to be inserted and removed several times until the plastic was shaved down enough to insert all of the way. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. Catalog # = cdh25. The analysis results found that the anvil of a cdh25 was received instead of the (B)(4). The anvil was received in good visual condition, with the breakaway washer cut; in addition, the staple retainer and the ancillary trocar were received. After further analysis, it was noted that the ancillary trocar exhibited a part line mismatch, which may have the potential of increasing the resistance for the attachment and detachment of the ancillary trocar from the anvil. No functional test was performed. The appropriate engineering personnel have been notified of this incident. No batch record review could be performed as no lot number was provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.